Event description:
For (B)(4), it was reported that 49 batteries were not operating correctly. For battery sn (B)(4) reported description was that the battery did not work even though it was fully charged. No adverse event reported.

Manufacturer narrative:
Battery sn (B)(4) was not returned, but test data was provided. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use an the frequency of routine battery maintenance. Based on the manufactured date (12/2009), this battery may have aged past the end of its useful life. However, battery data showed a full charge after test cycle. Therefore, the experienced event may be attributed to not performing daily swaps and/or not fully charging the battery before deployment no adverse event reported.